Manufacturer narrative:
The investigation has been completed. The automated impella controller and logs were received for evaluation/analysis and noted the following: data logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was examined and a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc. The possible root causes of a fracture of the purge flag which is not tied to a manufacturing or design defect, typically is caused by fluid ingress into the purge pressure sensor assembly.

Event description:
The complainant reported an automated impella controller (aic) failed to detect in inserted purge disc during preparation. The purge cassette was replaced. However, the issue persisted. Consequently, the aic was exchanged to successfully resolve the issue. There was no patient harm are a result of the event.